Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On(B)(6) 2021, the customer alleged no delivery/occlusion alarms during therapy, cosmetic damage(damaged backside of pump), and high bg's. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Pump successfully downloaded to thus. Confirmed no delivery alarm on (B)(6) 2021 at 17:47:06 in the pump downloaded history. No unexpected insulin flow blocked alarms during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, cracked case above arrow and battery icon, and cracked case on corner of belt clip rails. In summary, pump passed required testing. Customer alleged for no delivery/occlusion during bolus was confirmed on the event date of (B)(6) 2021. Customer allegation for cosmetic damage (damaged backside of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced high blood glucose levels. Customer stated that pump was under delivering and blood glucose levels were normal during day but rising during nights to 23.5 mmol/l. Blood glucose level at the time of incident was 24.3 mmol/l and current blood glucose was 4.2 mmol/l. Customer stated that there was cracks on the back of the pump. Customer had been using insulin pump within 48 hours of reported. It was known that customer was not using the auto-mode feature. The troubleshooting was performed. The insulin pump will be returned for analysis.